Event description:
It was reported that this right atrial (ra) lead exhibited low p-wave measurements and low out of range pacing impedance measurements less than 200 ohms. Additionally, undersensing and farfield oversensing of ventricular signals was observed. Automatic gain control (agc) was programmed on and the lead was in unipolar configuration. Technical services (ts) discussed the presence of farfield oversensing and since programmed unipolar, the agc floor is not getting low enough to see the p-waves. The patient is not pacemaker dependent in the ra or right ventricular (rv) channel, so the option of programming sensing to a fixed value was discussed. No adverse patient effects were reported. This device remains in service.